Manufacturer narrative:
The sample devices were returned and evaluated. Two guidewires were found to have the flexible tips detached from the wires, confirming the complaint. The problem experienced with this product has already been identified and captured within a CAPA, (B)(4), that has been initiated based on an evaluation of several similar complaints. The CAPA will address the root cause and the corrective actions to be taken. Field action is required, the product will be recalled.

Event description:
During preparation , the operator found the distal coil of the 0.018¿ guidewire was detached.